Manufacturer narrative:
The company representative replaced the power supply. The system was tested to factory specifications. It functioned normally and was returned to use. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp powered off without alarm messages. The patient was switched to another iabp and therapy was continued. No patient injury was reported.